Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called stating the connector is not turning to the right. They are using the cd steel infusion set 6mm 23". This occurred during a hyperglycemic episode reaching a peak of 442 mg/dl blood glucose (bg) confirmed by fingerstick. The user was crying after 3 connectors did not work. She was fidgeting, nauseated, and had a headache. The user ended up using back up therapy to correct bg. The user could not get multiple connectors to work and was having difficulty gripping the connector. A family friend came to assist the user. They did not require any further outside intervention.